Event description:
During the initial implant of the right ventricular (rv) lead, there was intermittent sensing and low pacing lead impedance. Lead damage was suspected due to the presence of blood within the lead insulation. The lead was replaced and the patient was stable with no consequences.

Manufacturer narrative:
The field reports were low lead impedance, sensing anomaly and blood observed inside the lead. As received, a complete lead was returned in one piece. The field reports of low impedance and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures. The other field report of blood observed inside the lead was confirmed. The blood found inside the lead entered due to explant damage to outer insulation at the proximal portion of the lead. All the tines were intact and undamaged. No anomalies found on the lead with the exception of damage caused at the time of attempted implant.